Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At 6:30pm the customer received a blood glucose result of 47 mg/dl on the guide system. As a precaution, based on the low result, the customer's spouse drove him to the hospital. The customer was not experiencing any symptoms of low or high blood glucose levels. Upon arrival at the hospital at 7:00pm, the customer received a blood glucose result of 256 mg/dl on the professional meter. The customer was admitted into the hospital for elevated blood glucose levels and was treated with an unknown IV. The customer was hospitalized for 2 days and was discharged when his blood glucose were within an acceptable range.